Event description:
It was reported that pump experienced malfunction alarm, with no notable events occurring prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction code appeared again.